Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. Customer was able to complete rewind insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised forced sensor system alarm due to cracked/detached end cap.